Event description:
Customer reported that summit delivered low sample or reagent to well a7 during the pipetting of an hbc plate. No error was generated by the summit. No death or serious injury was associated with this incident.